Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that approximately four years following intraocular lens (iol) implant surgery, the patient's visual acuity has decreased as before the lens was implanted. The surgeon also noted "whitish milky condition" on the surface of the lens optic. In a follow-up, the surgeon reported the patient has uveitis and the visual acuity is unstable. He also reported that the decreased visual acuity may be caused by the whitening of the lens.